Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that during instrument power-up testing the battery failed to charge. The instrument had a poor battery. The batteries were also observed to be expired. The customer requested to have the maintenance kit replaced as the unit was not used for some time and to ensure stable operations of the instrument. After replacing the batteries (0146-00-0039) and replacing the 5000 hr maintenance kit (0040-00-0147), the instrument functioned normally. The unit passed all functional and safety checks and was delivered to the user.

Event description:
N/a

Manufacturer narrative:
Due to character restrictions in block e1, (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) cannot store electricity, the instrument was not used, and there were no casualties reported.

Event description:
Not reportable.

Manufacturer narrative:
Upon further review it was determined that the reported event involved only scheduled replacement of the expired part. There was no malfunction of the device and therefore the event does not meet the definition of an incident/serious incident, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
Upon further review , it was determined that the complaint shall remain valid as there was a reported failure of battery not charging. Kindly disregard the previous rationale. A supplemental report will be submitted on completion of our investigation.

Event description:
N/a.